Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) showed an out-of-range shock lead impedance at 152 ohms on this right ventricular (rv) lead. Technical services (ts) has been requested to review and at this time no additional information has been received. The battery longevity is normal and other lead measurements are satisfactory. The device and rv lead remain in service. No adverse patient effects were reported. Additional information received advised there has been a gradual rise in the shock lead impedance measurement. Currently, the shock impedance measurement is averaging between 100 and 110 ohms. Ts reviewed the impedance trend on the other leads, and all pace impedance trends are within normal range and the right atrial (ra) lead and left ventricular (lv) lead show no real indication of rising. Ts did note, the rv pace impedance is well within normal range, however it does show a slight upward increase around a similar time as the gradual rise in shock impedance in september. Ts recommended continued monitoring. At this time, the device and leads remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This product remains in service and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) showed an out-of-range shock lead impedance at 152 ohms on this right ventricular (rv) lead. Technical services (ts) has been requested to review and at this time no additional information has been received. The battery longevity is normal and other lead measurements are satisfactory. The device and rv lead remain in service. No adverse patient effects were reported. Additional information received advised there has been a gradual rise in the shock lead impedance measurement. Currently, the shock impedance measurement is averaging between 100 and 110 ohms. Ts reviewed the impedance trend on the other leads, and all pace impedance trends are within normal range and the right atrial (ra) lead and left ventricular (lv) lead show no real indication of rising. Ts did note, the rv pace impedance is well within normal range, however it does show a slight upward increase around a similar time as the gradual rise in shock impedance in september. Ts recommended continued monitoring. At this time, the device and leads remain in service. No adverse patient effects were reported. Additional information received advised the device alerted for a high out-of-range shock impedance late last year at 152 ohms. Currently, the shock impedance measured 122 ohms and all other lead parameters were stable. The shock impedance alert was reprogrammed from 150 ohms to 175 ohms and the first shock in ventricular tachycardia (vt) zone was also reprogrammed from 31j (joule) to 41j. The device report was sent to technical services (ts) for review and ts provided troubleshooting and device programming information. At this time the device will be monitored, and the patient will be seen in three months for a follow up appointment unless a closer appointment is needed. The device and leads remain in service. No adverse patient effects were reported.